Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 6.5-7.0cm from the lead tip. Externalized conductors due to internal insulation abrasion were noted at 9.0-11.0cm from the lead tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed via review of x-ray. It was noted that the patient previously had a pulmonary embolism which the physician suspected to be related to the lead anomaly. The lead was explanted.